Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead (B)(6) 2001; sdr303b implantable pulse generator (B)(6) 2001. (B)(4).

Event description:
It was reported that during the device change-out for elective replacement indicator (eri), the right ventricular (rv) lead and right atrial (ra) lead was observed with milky appearance 3 cm to the proximal. The physician stated that the insulation appeared oxidized. The outer insulation was reinforced on both of the leads using a competitor repair kit. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.